Event description:
Six weeks following a two level cervical disc decompression procedure performed on march 30, 2007, the patient was reported to have presented with advanced two level discitis with adjacent osteomyelitis following an MRI and reported as life threatening. The patient was admitted to the emergency room following the MRI. The patient underwent an urgent anterior-posterior cervical fusion. Awaiting further information on patient's current condition.

Manufacturer narrative:
The patient was reported as a obese male. The initial reporter does not have the weight information, therefore, weight is being provided as an approximation by manufacturer. From section b.3- the date of the event (anterior-posterior cervical fusion) is provided as an approximation and was reported as six weeks following a two level cervical disc decompression procedure performed in 2007. The device was discarded by the user facility. There are no similar reports for this device.